Event description:
It is reported that one screw cover was removed, and two were left in place. When the cup was impacted, the other two screws became dislodged from the cup, and were then recovered from inside the pt.

Manufacturer narrative:
Eval summary: the product stated in the complaint was not returned for review. The device history records indicate that the device was manufactured to specification at the time of manufacture. No devices were received, therefore, the condition of the cup and screw hole plugs is unk. No photos, x-rays or surgical notes from the procedure were submitted. It is not known whether the surgical technique was followed. Instrumentation used during the surgery is unk. Pt factors such as bone quality are unk. Due to insufficient info, no probable cause analysis can be completed at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.